Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. This happened twice. The customer removed the battery and reinserted, but the insulin pump did not turn on. The customer's blood glucose was high but they used manual injection and it had decreased to 78 mg/dl. The customer stated that the device might have been exposed to perspiration. During troubleshooting it was noted that the battery cap was stripped. The customer inserted a new battery but the display still did not return. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.